Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient does not have therapy and is receiving a "replace generator" error message, indicating an inoperable ipg. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2022. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.